Manufacturer narrative:
Case outcome: final product manufacture and qc record for cfl4080004. No issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cfl4080004 meet the qc criteria. There no was the complaint issue from the retained cassettes. The complaint is not verified. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation". H3 - device evaluated by manufacturer. H6 "adverse event problem" - event problem and evaluation codes are added per investigation. H10 "additional narrative/data" - updated based on manufacturer investigation.

Event description:
Invalid result. We got a call from a customer that is having an issue with a flowflex plus covid 19 and flu a/b antigen test kit. The customer just purchased the test kit, so this is an out of box issue. When the customer performed the test correctly with 4 drops in the sample well. The test cassette showed nothing next to the ctrl- line, a- line, b-line and cov-line. The customer does not have the ability not able to send a picture of the test cassette. I advised the customer that I would forward the information to the complaint team for review. The customer does not have an email address and has requested that we do not contact her back for any reason. I explained that we are opening a complaint for invalid test results. Customer wants the replacement kit sent out and does not want anyone to call her back.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer. Acon will provide a follow-up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in additional follow-up MDR.

Event description:
Invalid result. We got a call from a customer that is having an issue with a flowflex plus covid 19 and flu a/b antigen test kit. The customer just purchased the test kit, so this is an out of box issue. When the customer performed the test correctly with 4 drops in the sample well. The test cassette showed nothing next to the ctrl- line, a- line, b-line and cov-line. The customer does not have the ability not able to send a picture of the test cassette. I advised the customer that I would forward the information to the complaint team for review. The customer does not have an email address and has requested that we do not contact her back for any reason. I explained that we are opening a complaint for invalid test results. Customer wants the replacement kit sent out and does not want anyone to call her back